Manufacturer narrative:
(B)(4).

Event description:
It was reported ta this right atrial (ra) lead was suspected to have dislodged and perforated the heart wall. A pericardiocentesis was preformed to remove accumulated blood. The lead was repositioned and remains in service. No additional adverse patient effects were reported.